Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the unit was found to have severe corrosion and debris throughout the device including the thrust needle bearings. Corrosion and debris contamination within the bearings can cause excessive friction and wearing, which may result in heat being generated. Improper or inadequate cleaning/sterilization techniques could contribute to the buildup of debris within this device. Contrary to the instructions for use, the unit is believed to have been submerged at the user facility. The device could not be repaired once evaluated and was discarded.

Event description:
It was reported that during a craniotomy procedure, the perforator chuck attachment was heating up. Back-up equipment was used to complete the procedure, without causing a clinically relevant delay. There was no patient or user injury reported, and no adverse consequences alleged.